Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Tkr: (B)(6), (B)(6) health - (B)(6) campus (B)(6)2018. During a knee replacement procedure (B)(6) 2018 surgeon had difficulty retrieving the keel punch from the tibial tray as the keel punch handle had disengaged from the keel and unable to reconnect. This meant the tibial tray was also stuck. Currently the product is still functional however not in peak condition. The operation was impacted by a 5 minute delay, however the patient was not affected. Male patient initials (B)(6), dob: (B)(6).

Manufacturer narrative:
Investigation summary: no device was returned depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.